Event description:
The pt experienced a loss of therapy. Exploratory surgery was done. A dye study was attempted, but it was unsuccessful. The catheter was not giving backlfow and they were unable to push dye through. It was determined that the catheter was not patent. The catheter was disconnected from the pump and tied off. A new catheter was implanted. The physician also replaced the pump because he did not want to put the original pump back in after taking it out of the pt. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.